Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the tibial trial fractured during removal. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.